Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 278511-04. Expiration date - the correct expiration date is 04/30/2017.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad nx cycle. It is unknown whether or not the load was released and used on patients. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.

Manufacturer narrative:
Load was released for use on a patient(s). (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 10/8/2015 to 4/5/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® nx was tested by a field service engineer and confirmed the unit was functionally properly. Use error may have contributed to the event, as the customer reported utilizing worn out mats and trays within the affected load which could cause absorption of h2o2 as well as outgassing resulting in internal indicators not changing. Several attempts were made to obtain additional information from the customer on patient impact and details of the event, without a response received. Should information be received at a later date, the complaint will be re-assessed. The issue will continue to be tracked and trended.